Event description:
It was reported that following an ablation procedure, the patient had a computed tomography (CT) scan which was "perfect".the patient was walking with physical therapy, collapsed, arrested, and ultimately died. The physician believes the patient had a massive pulmonary embolism. The physician stated that the death was not related to monteris device or procedure.